Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The customer sent an email to (B)(6) customer care reporting very low readings from their continuous glucose monitor (cgm). The customer noted that their cgm readings were significantly lower than their blood glucose (bg) meter readings, with steep drops into the 60s and 50s, while finger stick readings were between 120 and 150. The customer expressed frustration with the frequent finger sticks required to verify their glucose levels and compared the experience unfavorably to the dexcom g7. Customer care observed that the cgm readings fluctuated significantly within short periods, which the customer felt were not real. The case was escalated to the next level of support. During the follow-up call, the customer reported improved readings and no further concerns regarding sensor accuracy. Customer care recommended continuing to enter bg values as calibrations and monitored the system for the rest of the week. By (B)(6) 2025, the system had stabilized, and the customer was satisfied with the improved agreement between bg and sg readings.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.